Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to stay in aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h-3 (device not eval provide code). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to stay in aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b5 - corrected event description; h6 device code - changed to peeled. Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/23/2019. An investigation was conducted on 01/30/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of tissue was observed on the tip of the heater wire. The heater wire was observed to be completely flexed, bent and twisted away from the hot jaw. The heater wire was observed to be attached at the base of the hot jaw, but detached at the tip of the hot jaw. The silicone insulation on tip of the hot jaw was observed to be peeled slightly with no detachment observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted / bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunction, rubber piece on tip broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.